Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2021. Approximately 1 year after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on 13 oct 2022 diagnosis: right knee failure from inflammatory response to nickel, mechanical alignment differing from native anatomic alignment limiting flexion and extension. At intra-operative inspection, the rind of scar tissue surrounding the implant was confirmed and complete synovectomy performed. The patient was removed to the recovery room in stable condition.

Manufacturer narrative:
D10: concomitants: 6808699 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5 6866704 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t ab7316 13a2101 - cemex system fast genta 70g 6981243 200-02-35 - three peg patella 35mm s308739 521-78-31 - threaded pin size 2.6 collarless 2pk s308742 521-78-31 - threaded pin size 2.6 collarless 2pk pending investigation

Manufacturer narrative:
H3. Investigation results- the cause of the patient¿s range of motion, nickel allergy, and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Metal sensitivity reactions or other allergic/histological reactions to implant materials and range of motion are mentioned in the IFU. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
There were no markers for infection. The patient showed evidence of nickel allergy confirmed by ltt testing. Exactech components aligned at 5 degree ir, 3 deg anteriorly sloped tibial. Corrected to 9 deg dfa, 0 deg posterio tibial slope. The patella was in excellent condition, there was no loosening of the femoral component. Inspection of the femur showed fibrous tissue/synovium ingrowth between the cement and the metal implant. The patient was removed to the recovery room in stable condition. There is no mention of device malfunction or wear in the revision operative report. The patient was revised to competitor devices.